Event description:
Our affiliate is reporting that during a shoulder repair, the pt received what is being described as "superficial" burns that were treated with a "jelojet plaster". The procedure was successful and the pt is reported to be doing fine.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.